Manufacturer narrative:
The account stated that they found fluid on the power supply board. The account replaced the power supply board and the issue remains. No further info is available on the repair of the bed at this time.

Event description:
The account alleged the bed is constantly beeping and the pt position module led is dimly lit. No pt impact.